Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
After the robot¿s first start-up, the cursor did not appear when moving the mouse and the touchscreen was unresponsive. The clinical representative (cr) manually shutdown the robot and re-started. After this re-start, the robot loaded normally to the patient folder. After the patient had entered the room, the robot needed to be unplugged and repositioned. When starting up, the rotating loading icon froze and remained frozen for 2 minutes. The cr manually shut down the robot and restarted. After this restart the computer loaded to the patient as normal.

Manufacturer narrative:
The data did not permit to conclude about the cause for the issue. Indeed, the rosa logs did not provide any relevant information. The cause of the issue cannot be determined.

Event description:
After the robot¿s first start-up, the cursor did not appear when moving the mouse and the touchscreen was unresponsive. The clinical representative (cr) manually shutdown the robot and re-started. After this re-start, the robot loaded normally to the patient folder. After the patient had entered the room, the robot needed to be unplugged and repositioned. When starting up, the rotating loading icon froze and remained frozen for ~2 minutes. The cr manually shut down the robot and restarted. After this restart the computer loaded to the patient as normal.